Event description:
It was reported that the left ventricular (lv) lead triggered an alert due to high, out of range impedance. Some office measurements were performed and they isolated the issue to the lv ring electrode. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6935m55 lead, implanted: (B)(6) 2014; 5076-45 lead, implanted: (B)(6) 2014. (B)(4).